Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. In addition, several attempts have been made to obtain additional information concerning the reported event. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the harmonic curved shears insert broke off and fell into the patient. The planned surgical procedure was completed and there was no report of patient harm, adverse outcome or injury. No other details were provided.